Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caster of a ak96 machine was observed to be damaged during preparation. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the machine was evaluated on-site by a vantive qualified technician. Visual inspection of the machine showed that a wheel was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the broken wheel was not determined, however the base of the machine was replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.